Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a 'electrical test failure code #50 (motor speed out of specification)" alarm and stopped pumping. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep observed "electrical test failure code #50" (motor speed out of specification) upon his arrival at the facility, the previous data was deleted from the fault logs record. The company rep replaced the motor/pump assembly (part number: (B)(4)) and the power supply (part number: 0014-00-0033-05). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).